Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's cgm displayed 50 mg/dl, she felt light-headed, dizzy and experienced a headache. She administered nasal glucose, her cgm value increased significantly; however, the value ¿plummeted¿ again. Her husband took her to the emergency department (ed) where she was given IV fluids containing glucose. Upon arrival to the ed, her cgm displayed 50 mg/dl, but her bg was 130 mg/dl. She was released home after two hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.